Event description:
This is a report of a colleague infusion pump with a failure, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. There was no report of patient involvement, injury or medical intervention. This device utilizes user interface module master software version 7.01.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "failure" was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that the root cause of this condition was depleted main batteries. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation, a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).